Event description:
A greenfield filter was implanted on (B)(6) 2007. In (B)(6) 2015 the patient experienced left ventricular thrombus and was hospitalized for 12 days. In (B)(6) 2018 it was noted that perforation and migration occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2007. In (B)(6) 2015 the patient experienced left ventricular thrombus and was hospitalized for 12 days. In (B)(6) 2018 it was noted that perforation and migration occurred. No further patient complications were reported. It was further reported that there was no significant tilt of the filter, compared with the portion of the inferior vena cava (ivc) which is implanted. The apex is within in the ivc, though near the anterior wall of the ivc. However, the apex is approximately 2.7 cm superior to the inferior aspect of the lowest renal vein, right renal vein. There is no evidence of strut fracture but several of the struts demonstrate minimal protrusion at the ivc wall and into the fat around the ivc, maximum of 2mm.